Manufacturer narrative:
(B)(4). Date sent: 7/6/2026 h11 = b3: unknown; captured as awareness date attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was received: please elaborate on the quality issue experienced with the product: please clarify what you mean by " suture defect was found during use"? Were there any issues with the needle? Or was the issue in regards to the suture itself? This event occurred during surgery. The patient was female. Tobacco suture was performed. 1st stitch: no problem 2nd stitch: it was confirmed a phenomenon that where the suture became taut during suturing, caused the suture diameter to become thinner. In response to this event, all sutures were removed and suture was performed again. The procedure was completed without any problems using the second product. Product status: no similar defects have been confirmed in other products from the same lot. Patient condition: no problems with the patient's postoperative condition. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the wound re-suturing performed during the initial procedure? If not, please explain when it was performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a urological procedure and suture was used. The surgeon pulled the needle from the suture when suturing up uterus. It was reported by a sales rep that, during an unknown urological surgery, suture defect was found during use. The retrieved product has patient blood because this was found during use on patient. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.